Event description:
Event description during implant of a new model t165-106837 ICD the patient could not be converted following induction. The patient was externally cardioverted and an examination of the ICD afterward noted a burn mark on the back of the ICD case. An interrogation of the ICD noted the chronic shocking lead displayed low/shorted impedance measurements. The ICD was removed. Three days later the physician attempted to implant another ICD model t165-107800. The same problem repeated itself with another burn mark found on the back of the device case. The physician cut and capped the chronic lead and removed the second device. A new ICD and lead were placed over the patient's pectoral muscle and successful conversion was realized. The two model t165 defibrillators were returned to guidant for analysis along with the cut portion of lead.